Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-020: user's test strip had poor storage. Note: manufacturer contacted customer in several follow-up calls to ensure the initial concern is resolved - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with test results from results obtained of 36, 93 and 105 mg/dl. The customer¿s expected am fasting blood glucose test result range is 120-150 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is not stored according to specification (bathroom). The test strip lot manufacturer¿s expiration date is 06/26/2024 and open vial date was not disclosed. The customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was reviewed for previous test result history (only 3 results provided): result 1: 36 mg/dl date: (B)(6)2023 time: 7:35 am fasting. Result 2: 93 mg/dl date: (B)(6)/2023 time: 7:00 am fasting. Result 3: 105 mg/dl date: (B)(6)/2023 time: 11:09 am fasting . Customer stated that he will get his doctor to prescribe him a new meter. Customer had been offered replacement of product and when manufacturer attempted to obtain the customers address, customer disconnected the call.